Event description:
On (B)(6) 2012 the patient contacted lifescan (lfs) alleging that the screen on his onetouch ultralink meter was cracked. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on the evening of (B)(6) 2012. The patient reportedly manages his diabetes with insulin pump therapy. The patient stated that he continued his normal diabetes management despite the alleged issue occurring. The patient stated that a couple of days after the alleged issue occurred he began experiencing "frequent urination." The patient reported treating himself with 20 units of novolog insulin on (B)(6) 2012 at 11:30 a.m. During troubleshooting the cca confirmed that this was not the first time the patient was using the subject meter and that there was no misuse to the subject meter. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury and had to administer himself insulin as a result of the alleged issue. In addition, the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patient's product(s) has been returned and evaluated ((B)(4) 2012) by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.